Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The mitraclip system instructions for use cautions that raising the grippers more often than needed, retracting the gripper lever forcefully or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance. All available information was investigated and the reported gripper line break appears to be related to the user error of retracting the gripper lever too far. The gripper line break then resulted in the inability to actuate the gripper arms. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the grippers did not raise and the gripper line broke. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully in the mitral leaflets. However, after placement of the second clip delivery system (cds), when the clip was opened, the gripper lever was retracted too far and the grippers did not raise. The gripper line broke. The clip was not implanted and the cds was removed. No gripper line remained in the patient. Another cds was used successfully. A total of two clips were implanted reducing the mr to 2+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.